Event description:
The stent of the palmaz medium on powerflex plus (p2005e) dislodged while advancing the product through the brite tip (8f rdci) guiding catheter. The stent was successfully removed from the patient as it was still inside the guiding catheter. The procedure was completed using other size palmaz stent successfully. There was no patient injury during the procedure. The product was inspected for usage. There were no noted anomalies. The product was prepped according to instruction for use (IFU). The stent was no repositioned or recrimped. There was no resistance/friction reported while advancing the product through the guiding catheter. There were no other problems encountered. There were no damages reported. Percutaneous transluminal renal angioplasty (ptra): target lesion was renal artery (initial intended procedure was for aaa). The vessel was heavily calcified and moderately tortuous. The patient was male, age unknown.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.